Event description:
During an emergency procedure the physician experienced difficulty in passing a non-medtronic guide wire through the advancece aspiration catheter. This led to difficulties aspirating during the procedure. No intervention reported, no patient injury reported. Please note that this device (advancece) is distributed outside the united states; however, it is similar to the united states distributed product (advance)

Event description:
Evaluation summary: as received the stiffening stylet was engaged in the advance catheter. The catheter has several kinks in the distal end, 38.5cm, 12.5cm, and 16cm from the distal tip. The catheter was flushed with water and no occlusion was detected. An attempt to aspirate water revealed some difficulty. A .035¿ guide wire was advanced through the distal end of the aspiration lumen and could not pass the kinks. A .014¿ guide wire was inserted into the proximal wire lumen and dried blood prevented the wire from passing through. The wire was then advanced into the distal end of the wire lumen with the same results from dried blood. A small cut was made in the middle of the wire lumen to analyze an area of visible raised material or damage. The wire was passed through this area and there was no blockage but the wire lumen was raised from the inside in an upward direction. The dried blood was pushed out of the wire lumen in both directions and no resistance was felt with the .014¿ wire after the blood was removed.

Manufacturer narrative:
Results, conclusions: damage consistent with catheter not being held straight while advancing guidewire. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results, conclusion: inconclusive- investigation in progress. (B)(4).